Manufacturer narrative:
Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to non function. A spectranetics lead locking device was used within the rv lead to provide a traction platform to aid in extraction. The physician fellow was using a spectranetics 16f glidelight laser sheath and while holding traction on the lead, lasing a short distance and then readjusting and proceeding, progress was made successfully rounding the corner into the superior vena cava (svc). It was noted during the extraction that the lead appeared to be attached to the lateral wall of the svc. When the glidelight device was in the area of the tricuspid valve within the heart, anesthesia noted a small svc perforation. At that time there were no reported hemodynamic changes in the patient. The surgeon took over the procedure, and the patient was closely monitored while the surgeon successfully extracted the rv lead. When the glidelight device was removed from the body after the lead was extracted, the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy. The svc perforation identified earlier was successfully repaired and the patient survived the procedure. There was no alleged malfunction of any spectranetics device used in the procedure.